Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The unit was rec'd inoperable due to ec105 caused by pump-side pole clamp adapter screws (4 of 6) found throughout the pump. One of these screws ws found lodged between the gears causing the ec105. The loose screws were removed.

Event description:
During baxter's evaluation of a device for an unrelated complaint, the device was rec'd inoperable due to a sys error 105 alarm.